Manufacturer narrative:
The following fields have been updated with additional/corrected information: e.4. Device available for eval: yes. E.4. Returned to manufacturer on: 09-nov-2023. H.6. Investigation summary: bd received 12 samples and no photos for investigation. The 12 customer samples were visually inspected with no issues being identified. 5 customer samples were further tested for heparin activity with all samples within specification. Additionally, 94 retention samples were visually inspected with no issues identified. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode , clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h.10.

Event description:
It was reported that during use with the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the sample clotted. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer is reporting high volume of clotted samples.

Event description:
It was reported that during use with the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the sample clotted. There was no report of impact to patient or user. The following information was provided by the initial reporter: customer is reporting high volume of clotted samples.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.